Event description:
Company representative reported that high impedance was observed for a m 1000 generator. He mentioned that the device was interrogated multiple times and showed high impedance (barely above normal limits) consistently. The patient has not experienced any recent trauma to the neck. X-rays were performed. X-ray radiologist note that leads appear to be intact. Patient's device was interrogated twice at a later date and the impedance read normal and patient tolerated a dosing increase as well. A review of device history records for the generator shows that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Manufacturer narrative:
¿Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter.¿